Manufacturer narrative:
The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device was faulty. There were no delays to the surgical procedure as a spare device was available for use. The surgical procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of event was documented as (B)(6) 2016 in the initial report. During subsequent follow-up with the customer, it was clarified that the event date was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed during the optical and functional assessment that the guide coupling (part no 60055770) was loose and could not be assembled properly with the housing of the k-wire attachment (part no 60055775). It was further determined that the locking pin (part no 60054529) had fallen inside of the attachment and the pin prevented the two parts (60055775 and 60055770) from rotating against each other. It was observed that the diameter of the locking pin was within specifications (measured value = 1.990; specification - 2). However, it was found that the diameter of the hole was slightly above the specification which may have happened when the pin was inserted. It was determined that there was no evidence that the diameter of the hole was out of specification before the assembling step. Also, there was the possibility that an external strength was applied to the pin due to improperly handling (such as damaged by dropping). The production order was checked and there were no other similar cases found. It was further observed that the thread that connected the two parts 60055775 and 60055770 showed signs of fat residues and low amount of glue. The findings suggested that the most probable root cause was due to manufacturing error. It was determined that the assembly procedure and the gluing process were not followed accordingly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing/ process error, production false defective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.